Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were going to do physical therapy and an ultrasound and patient wanted to know how to turn their stimulation on or off. During the call agent walked patient through turning their stimulation off and back on. Patient was able to turn stimulation off. Patient turned their stimulation on but wasn't able to see their stimulation turn on. The issue began today. Agent reviewed information. Patient confirmed group a was highlighted in green. Patient also mentioned they had an MRI in the hospital. Patient was asleep so the nurse turned the stimulation off then turned it back on. Agent attempted to review MRI mode information but patient declined and patient would call back when they would have an upcoming MRI appointment.